Event description:
Per fax, tie wraps are leaking. Per the independent repair center statement, unit displaying low o2 or yellow light. The key failure was the tie wrap for the sieve beds were leaking.